Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited consistently high impedance values at implant. An alternate lead was placed. No patient complications have been reported as a result of this event.